Event description:
On (B)(6) 2015 the customer was hospitalized with blood glucose level more than 400 mg/dl. Customer had nausea, vomiting, dehydration. Correction was made in the hospital intensive care unit with insulin and liquid via injection. Doctor at hospital checked the infusion set, which has been disposed of, and detected a kink in tube.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.